Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to (B)(4) for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber boot separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: device available for evaluation?, date received by MFR?, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Specs of char and tissue were observed on jaws. A visual inspection determined that the silicone insulation was peeled at the tip of the cold jaw support. Upon observation there were no other defects to the device. Based on the returned condition of the device the reported failure mode was confirmed for "peeled¿. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro rubber boot separated from the jaw. A replacement device was used to complete the procedure. The hospital did not report any patient effects.